Manufacturer narrative:
It was reported that the tip of the syringe used to inflate the urinary catheter balloon broke off into the balloon inflation port. When this was identified, the urinary catheter balloon was deflated via an unidentified method. The urinary catheter was then removed and replaced with a new urinary catheter. No further incident or adverse patient effect was reported. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention to remove and replace the urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe tip broke off into the urinary catheter's balloon inflation port.